Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patient did not charge the ipg as instructed by the manufacturer causing the device to become inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.